Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-01372 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6), 2009 to treat her pelvic organ prolapse. According to the complainant, the patient had an excision surgery on (B)(6), 2009 in order to have portions of the mesh removed (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.